Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a shocking/jolting sensation at the implantable neurostimulator (ins) location and also through the lower part of her spine to her chest. The pt felt the ins "seemed like it's moving all over the place". There was no accident or incident attributed to this event. The pt was reported as receiving injections for the treatment of the pain. Additionally, the pt reported, they are unable to adjust stimulation. Their pt programmer would... Additional info has been requested from the hcp, but was not available as of the date of this report.